Event description:
Patient allegedly received an implant via the right femoral vein due to deep vein thrombosis(dvt) and pulmonary embolism (pe). Patient is alleging vena cava perforation. Patient notes and further alleges experiencing "fear that the filter might cause further damage as it has not yet been removed", as well as physical limitations. Per a computed tomography abdomen without contrast: "there is an ivc filter in situ. The ivc filter is in good alignment in relation to the ivc. The tip is just below the left renal vein as intended. Five of the struts extend beyond the outline of the ivc by between 5 and 7 mm. Three of them extend into the surrounding fat. One of them is close to the aortic bifurcation and abuts the aorta just proximal to the bifurcation, and the fifth extends posteriorly, abutting the fourth lumbar vertebral body. The strut appears to go through a lumbar osteophyte, or a lumbar osteophyte has developed around the strut. The distal ivc is of normal caliber".

Manufacturer narrative:
Investigation: the following allegations have been investigated: vena cava (vc) perforation, physical limitations, fear. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Unknown if the reported physical limitations and fear are directly related to the filter and unable to identify a corresponding failure mode at this point in time. To date, no other complaints have been reported against the lot. The associated work order was reviewed. No related/relevant notes were documented. The device is manufactured and inspected according to specifications. The following allegations have been investigated: vena cava (vc) perforation, physical limitations, fear. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Manufacturer ref# (B)(4). Blank fields on this form indicate the information is unknown or unavailable. Catalog# is unknown but referred to as cook celect filter occupation: non-healthcare professional it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56. This report is required by the FDA under 21 cfr part 803.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2015. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."